Manufacturer narrative:
A medtronic representative went out to the site to preform system check out it was noted that there was a software issue and batteries were falling out. They reloaded the software to address movement issue and replaced all 38 batteries and charger boards to address battery issue. The system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the site was having issues being able to use the motion function on the system to move the system around the patient. It was noted that during the case when moving around and over the patient the system would loose control of the motion but not the drive of the system. The site aborted using the system in the case and grabbed another imaging system (c-arm). This complaint was noted to happen 3 times during the case and a reboot of the system did not solve the complaint. There was a reported delay of less than one hour. There is no known impact on patient outcome.